Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Is it bad if I swallow it/what if I swallow more unintentionally, accidental device ingestion. Gums get sore, gum pain. It irritates the gum, irritation gum. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (poligrip strong hold denture adhesive cream) cream (batch number unk, expiry date unknown) for denture failure. On (B)(6) 2022, the patient started poligrip strong hold denture adhesive cream. On (B)(6) 2022, an unknown time after starting poligrip strong hold denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), gum pain and irritation gum. The action taken with poligrip strong hold denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, gum pain and irritation gum were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip strong hold denture adhesive cream. The reporter considered the gum pain and irritation gum to be related to poligrip strong hold denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from consumer via call center representative (phone) on (B)(6) 2022. The reporter stated that, "I'm calling for some info. It's about poligrip, I have half a denture, so I put some on in the morning, but at night when I take it out, I notice there's always some poligrip left on my gums and it's hard to take off. Is it bad if I swallow it. I don't have a problem with removing the denture. But when I try to remove the residual product, after a while your gums get sore. You have to rub your gums. They don't bruise but it irritates the gum when you take the gel off. I am just worried if it's harmful when it is swallowed. It says here on the box it's not harmful in small amounts but what if I swallow more unintentionally with time. Otherwise it's not irritant during the day but I just find at night it is still on my gums, so maybe there is a better way to remove it." Error correction performed to the initially processed report received on (B)(6) 2022 received from consumer relations on (B)(6) 2022, the drug start year has been updated to 2022. Initial and follow up (fu1) were processed together.